Event description:
It was reported that on literature review "comparative study of dhs, pfna and intertan internal fixation in treatment of unstable femoral intertrochanteric fractures of the elderly", one (1) patient suffered from coxa vara. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Comparative study of dhs, pfna and intertan internal fixation in treatment of unstable femoral intertrochanteric fractures of the elderly. Luo chen-hui, fu jiang. Department of orthopedics, (B)(6). Doi: 10.7531/j.issn.1672-9935.2019.02.007.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted one patient suffered from coxa vara/varus hip. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patient health status remains unknown. The clinical root cause of the reported coxa vara/varus hip could not be further assessed. The patient outcome beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.